Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure the patient experienced st elevations and a myocardial infarction. The index procedure treated a 4.0x21mm, 90% stenosis of the mid rca (right coronary artery). Treatment consisted of predilation, placement of a 4.0x24mm taxus express2 stent, and post dilation resulting in 0% residual stenosis. Following post dilation, the patient experienced transient slow flow and inferior st elevation. Intracoronary glyceryl trinitrate and reopro were administered and the slow flow and st elevations resolved over the next 10 minutes. A small ventricular branch near the proximal end of the stent was subtotally occluded following stenting. Cardiac enzymes were consistent with a myocardial infarction. The event was resolved without residual effects and the patient was discharged the following day on asa and plavix. The investigator assessed this event as possibly related to the study device.

Manufacturer narrative:
The device was not returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.